Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): outer insulation breached depression, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.